Manufacturer narrative:
Submit date: 04/18/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that a leak was noticed 5 days after insertion just above the hub where the extension tubing meets the hub. The customer states that the PICC was replaced with another PICC and the patient status is fine.